Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports loss of communication between pump and transmitter led not flashing after disconnecting from charger. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. After removing device from charger, the green led flashed properly. After the test plug was installed the led flashed properly. Unit passed functional test including rf/ble test, downgrade, download and accuracy test. In conclusion the customer complaint of communication anomaly and led not flashing is not confirmed.

Event description:
Medtronic received information that lost sensor alarm, no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.